Event description:
A customer received a sensor error message with the adc device, reported "no message appears," and was therefore unable to obtain readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (hcp) in the emergency room (ER) where they obtained an unspecified blood glucose reading, however, no treatment was reported for this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The dhrs (device history record) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The date of event is unknown. The date entered in section b3 is based on the customer's report of "the 2nd or 3rd week of november 2023". If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.